Manufacturer narrative:
The device is not available for evaluation. The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. A review of the device 12-month service could not be performed because no serial number was provided. No event history was received from the customer, so a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved an unspecified plum infusion pump. The reporter stated that an infusion of docetaxel finished prior to the 100 ml volume programmed. The bag was completely infused however the pump showed 82.4 ml as the volume infused. The docetaxel came from an outsourced pharmacy in the polyethylene line tubing; the primary tubing was primed with normal saline (ns). Per the pharmacy records, the fluid added to empty bag was 97.5ml ns + 2.5ml of drug. There was patient involvement and unknown patient harm.